Event description:
It was reported that no abnormity noticed during inspection of atrial lead prior to use. During the implant procedure, the patient experienced paroxysmal atrial fibrillation. The atrial lead could not be fixed to interauricular septum well, and sensing was not ideal. Physician replaced the atrial lead with a different lead implanted to the atria to complete the operation. Physician commented the event might be related to the lead or patient¿s anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.